Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to a physical stress (e.g., dropping, bumping, etc.), or deterioration due to chemical stress, such as those used in the cleaning, disinfection, and sterilization process. However, a definitive root cause could not be determined. The reported issue (image issue) was not confirmed or duplicated. Service found there was a leakage due to holes in the bending section cover, the adhesive on the bending section cover was chipped, the index on the light guide connector was peeled off, and the video connector label was inadequate. Scratches were observed on the control section, the grip, the up/down plate, the right/left plate, the universal cord, the video connector, the light guide connector, the surface of the light guide cover glass, and the video connector case, due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting image issues. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.